Event description:
It was reported that post-op a band procedure, difficulty was encountered when attempting to fill the band in 2009, and the surgeon realized the tubing had kinked above the membrane of the port. This prevented anything from going in or out. He went through the port, however, when he went with the needle, due to the kink, the needle went through the tubing first then the port. When injection was put in, it was going directly through the hold of the tubing. The port was replaced by the surgeon cutting right below the hold and reconnected using a port replacement kit. The pt is ok.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.